Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken monopolar yaw pulley at the distal clevis. Broken piece(s) are missing as a result of breakage. Size of missing piece is approximately 5.08mm and 6.81mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. .

Event description:
It was reported that prior the start of a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument had the yellow housing around hook tip not attached and came off when opening instrument. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this was noticed when opening for the surgery. So, there was no patient involvement at all. I noticed in the drop-down boxes that there is not an option for things discovered when opening before the patient even comes in the room, as this has happened again today.